Event description:
It was reported that the patient's implantable neurostimulator had "normal" impedence readings at the time of implant. But, when the patient was subsequently seen in the clinic, a short circuit was found. Interrogation of the performed on (B)(6), 2011 showed that impedance measurements were with normal range for all electrodes (range: 1300 to 2461 ohms at 3.19 volts). Neurostimulator status was noted as "ok". Follow up information received reported that the patient was doing fine. If additional information becomes available, a follow-up report will be sent. See also manufacturer report #3007566237201108051.

Manufacturer narrative:
Lead model 3389-40, lot #j0333953v, implanted: (B)(6) 2033, explanted: na, extension model 748251, serial #nhu022197v, implanted: (B)(6) 2003, explanted: na, neurostimulator model 37602, serial #(B)(4), implanted: (B)(6) 2011, explanted: na, lead model 3389-40, lot #j0337392v, implanted: (B)(6) 2011, explanted: na, extension model 748251, serial #(B)(4), implanted: (B)(6) 2003, explanted: na, programmer model 37642, serial #(B)(4).